Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the posterior side and missing piece of the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken in the radius side assessed as surgical damage. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: wear abrasion, crease fold, delamination of valve and brown particles inner the shell. A visual and microscopic analysis was performed which identified: delamination (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device was explanted and replaced.